Event description:
It was reported that during an electrophysiology procedure, the catheter packaging was opened and a contaminant which was noted to be black and fine was found. Another catheter was opened and a similar contaminant was also present. The catheters were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed with no anomalies found. Damage was noted as well as kicking/buckling of the shaft. Visual analysis revealed damage at the implant procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).